Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter prematurely deflated and fell out of the patient. It was noted that the foley had been filled with saline instead of sterile water as stated in the IFU. Complainant stated the foley was tested with 10cc's of saline after it fell out of the patient and that the balloon did inflate, but would not self deflate on it's on. The patient experienced blood in their urine initially following the foley insertion.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), drain bag with connected inlet tubing, sample port connector, and 3-way temperature sensing silicone foley catheter with molex connector. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and immediately leaked out of the eyelets. The balloon was dissected to find that the inflation notch perforated both lumens. This was out of specification, which stated "double perforation on notch and eyes is not allowed." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter prematurely deflated and fell out of the patient. It was noted that the foley had been filled with saline instead of sterile water as stated in the IFU. Complainant stated the foley was tested with 10cc's of saline after it fell out of the patient and that the balloon did inflate, but would not self deflate on it's on. The patient experienced blood in their urine initially following the foley insertion.